Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this insertable cardiac monitor (icm) showed an strange transmission. The patient went to the ER and the icm was discovered eroded and protruding out of his skin. The icm was removed successfully. No analysis has been requested. The device may not be returned according to the sales representative. The sales representative discussed with the physician about the patient being fine and a re-implant procedure also being scheduled. No additional adverse patient effects were reported.

Event description:
It was reported that this insertable cardiac monitor (icm) showed an strange transmission. The patient went to the ER and the icm was discovered eroded and protruding out of his skin. The icm was removed successfully. No analysis has been requested. The device may not be returned according to the sales representative. The sales representative discussed with the physician about the patient being fine and a re-implant procedure also being scheduled. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction of the h6 device code field. This investigation will be updated should further pertinent information be provided.